Event description:
This is a spontaneous case report received from a medical doctor in united states on 23-jun-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 birth control. Approximately 1 week after insertion patient stated she had rash, itching, general malaise, abdominal discomfort, and cramps. Was seen in office and physician recommended she follow up with an allergist to determine if she had a nickel allergy. On (B)(6) 2015 patient followed up with physician, she had not been seen by an allergist. Above symptoms continue and she was demanding that the essure devices be removed. Follow-up received on 02-jul-2015: ptc result. (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 10-aug-2015 she was (B)(6) at time of event. Her weight was (B)(6) and height was 167.5cm (bmi (B)(6)). She had a history of c-section ((B)(6) 2014) and thrombocytopenia. Essure 305 was inserted on (B)(6) 2015 with lot number b60749. It was inserted in a postpartum state (5 months). Cervical dilation, sounding and general anesthesia were denied. Ibuprofen was used as analgesia. Insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. After procedure, she used loloestrin fe as back up contraception. On (B)(6) 2015, hsg (hysterosalpingogram test) was done. Right wire was located 1mm from cornua; slightly more curved (atrial wire r) making exact distal measurements difficult but approximately 4.1 cm from cornua. Left wire was 5mm away from left cornua; distal portion approximately 4.5cm from cornua. On an unspecified date, nickel allergy was discovered after insertion and hospitalization was denied. On (B)(6) 2015, essure was removed via laparotomy (it was medically necessary and patient requested). Partial salpingectomy was done. Pre-operative diagnosis was pelvic pain secondary to essure devices. No related diagnostic test was performed after surgery. According to the physician, the condition was caused by essure. Follow-up received on 18-aug-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: b60749; production date: 12-aug-2013; expiration date: 31-aug-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a product issue. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy. This event is serious due medical importance and required intervention and listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching and rash. In this case, the patient experienced rash, itching and other non-serious events 1 week after insertion. According to her physician, this event led her to essure removal via laparotomy and partial salpingectomy. Considering event's nature and close temporal relationship, causality with essure use cannot be excluded. Previously this case was regarded as non-incident. Upon receipt of follow up information, it was informed that essure removal was required (via laparotomy and partial salpingectomy), therefore this case was upgraded to incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up information was provided on 04-aug-2016. A legal claim was provided. Plaintiff[?]s date of birth was provided. Plaintiff underwent the essure procedure and was implanted with the essure device on or around (B)(6) 2015. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period was marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On or around (B)(6) 2015 (discrepant with information previously provided), plaintiff underwent surgery to remove the essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy. Follow-up information was received via legal claim. Nickel allergy listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching and rash. In this case, the patient experienced rash, itching and other non-serious events 1 week after insertion. According to her physician, this event led her to essure removal via laparotomy and partial salpingectomy. Considering event's nature and close temporal relationship, causality with essure use cannot be excluded. Since essure coils had to be removed (intervention required), this case was regarded as incident. Other nonserious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be done and further information is expected only via litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.